Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens, -15.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.